Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the half the time the keypad works and half the time it didn't. The customer¿s blood glucose was 115 mg/dl. The customer stated that the numbers are not ramping on their own. Customer states the scroll bar is not moving with no input. Customer sated the pump was not exposed to a change in altitude. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. All buttons functioning properly. However, hardware low level failures error during self test and confirmed in the device history due broken trace on keypad assembly.